Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. She also became pregnant and gave birth approximately 2 years and 4 months after essure insertion. Two months after delivery, essure coils were removed. This both events are anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this present case, it was not reported whether plaintiff underwent confirmation test. However, as it is clear that she became pregnant more than three months after insertion procedure, a device failure cannot be excluded. This case was regarded as incident since intervention was required (essure was removed). Other nonserious events were reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") and pregnancy with contraceptive device ("pregnant") in a (B)(6)-old female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device use issue "two essure coils into the fallopian tube". In (B)(6) 2010, the patient started essure. On (B)(6) 2010, the patient experienced complication of device insertion ("physician was only able to place one essure coil in one fallopian tubes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), anxiety ("anxiety"), dysgeusia ("metal taste in mouth"), migraine ("migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (surgery to remove essure in (B)(6) 2013). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, anxiety, dysgeusia, migraine and fatigue outcome was unknown and the pregnancy with contraceptive device had resolved and the complication of device insertion outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, back pain, abdominal pain, anxiety, dysgeusia, migraine and fatigue to be related to essure. The reporter provided no causality assessment for complication of device insertion with essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. She also became pregnant and gave birth approximately 2 years and 4 months after essure insertion. Two months after delivery, essure coils were removed. Both events are anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this present case, it was not reported whether plaintiff underwent confirmation test. However, as it is clear that she became pregnant more than three months after insertion procedure, a device failure cannot be excluded. This case was regarded as incident since intervention was required (essure was removed). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.